Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("metromenorrhagia with inflammatory disease in pelvic region,"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and peripheral swelling ("swelling in arms") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section. Concurrent conditions included kidney stone, obesity, flank pain, per vaginal bleeding and sleep apnea. Concomitant products included anovlar (loestrin) from 2005 to 2010 for birth control as well as medroxyprogesterone (depo provera) since 2010, norlestrin fe (loestrin fe) since 2010 and prenatal vitamins. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches/migraines/headaches"), anxiety ("anxiety/psychological or psychiatric problems ¿ anxiety,emotional anguish"), food allergy ("allergic reactions /allergic or hypersensitivity reaction ¿ food,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue,"), migraine ("migraines/headaches"), feeling abnormal ("neurological conditions or problems ¿ brain fog,"), amnesia ("neurological conditions or problems -memory loss") and depression ("psychological or psychiatric problems ¿ depression"). In 2011, the patient experienced peripheral swelling (seriousness criterion hospitalization), weight increased ("weight gain/weight gain"), libido decreased ("low libido"), metrorrhagia ("spotting between periods"), the first episode of dysgeusia ("metallic taste in mouth,") and abdominal pain ("abdominal pain"). In 2013, the patient experienced thermal burn ("suffered burn injuries during the ablation procedure in the genital area"). On (B)(6) 2016, the patient experienced endosalpingiosis ("right fallopian tube with adenomyosis,"), cervicitis ("chronic cervicitis"), uterine polyp ("endometrium with a benign polyp/myometrial leiomyosis"), adenomyosis ("adenomyosis,") and adnexa uteri cyst ("simple paratubal cysts"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("abnormal weight fluctuations"), the second episode of dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), menometrorrhagia ("metromenorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), myalgia ("muscle pain") and arthralgia ("joint pain"). The patient was treated with ibuprofen, ondansetron (zofran), morniflumate (flomax (morniflumate)), ondansetron, surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure cystoscopy.), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure) and surgery (ablation in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, peripheral swelling, headache, weight fluctuation, the last episode of dysgeusia, procedural pain, anxiety, alopecia, food allergy, weight increased, menorrhagia, vaginal haemorrhage, libido decreased, fatigue, migraine, feeling abnormal, amnesia, depression, metrorrhagia, endosalpingiosis, menometrorrhagia, cervicitis, uterine polyp, adenomyosis, adnexa uteri cyst, thermal burn, dysmenorrhoea, myalgia and arthralgia outcome was unknown and the back pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, alopecia, amnesia, anxiety, arthralgia, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, endosalpingiosis, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, metrorrhagia, migraine, myalgia, pelvic inflammatory disease, pelvic pain, peripheral swelling, procedural pain, thermal burn, uterine polyp, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: since having the surgery, the events were mostly resolved (unspecified). She did retained the essure device or any portion of it. I never thought any of my symptoms could be related to essure. Weight: 99.5 kg . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes (B)(6) 2016, surgical pathology report: diagnosis: uterus, bilateral fallopian tubes, hysterectomy: chronic cervicitis with mature and immature squamous metaplasia, secretory endometrium with a benign polyp, myometrial leiomyoma and adenomyosis, right fallopian tube with endosalpingiosis and simple paratubal cysts, left fallopian tube with no histopathology. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: metromenorrhagia, heavy bleeding". Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record was received events added from pfs- dysmenorrhea (cramping), muscle pain, joint pain. Reporter information, concomitant disease was added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("metromenorrhagia with inflammatory disease in pelvic region,"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and peripheral swelling ("swelling in arms") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stone. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), headache ("headaches/migraines/headaches"), anxiety ("anxiety/psychological or psychiatric problems ¿ anxiety,emotional anguish"), food allergy ("allergic reactions /allergic or hypersensitivity reaction ¿ food,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue,"), migraine ("migraines/headaches"), feeling abnormal ("neurological conditions or problems ¿ brain fog,"), amnesia ("neurological conditions or problems -memory loss") and depression ("psychological or psychiatric problems ¿ depression"). In 2011, the patient experienced peripheral swelling (seriousness criterion hospitalization), weight increased ("weight gain/weight gain"), libido decreased ("low libido"), metrorrhagia ("spotting between periods"), the first episode of dysgeusia ("metallic taste in mouth,") and abdominal pain ("abdominal pain"). In 2013, the patient experienced thermal burn ("suffered burn injuries during the ablation procedure in the genital area"). On (B)(6) 2016, the patient experienced endosalpingiosis ("right fallopian tube with adenomyosis,"), cervicitis ("chronic cervicitis"), uterine polyp ("endometrium with a benign polyp/myometrial leiomyosis"), adenomyosis ("adenomyosis,") and adnexa uteri cyst ("simple paratubal cysts"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("abnormal weight fluctuations"), the second episode of dysgeusia ("metallic taste in mouth"), alopecia ("hair loss") and menometrorrhagia ("metromenorrhagia"). The patient was treated with ibuprofen, ondansetron (zofran), morniflumate (flomax (morniflumate)), surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure), and surgery (ablation in 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, genital haemorrhage, peripheral swelling, headache, weight fluctuation, the last episode of dysgeusia, procedural pain, anxiety, alopecia, food allergy, weight increased, menorrhagia, vaginal haemorrhage, libido decreased, fatigue, migraine, feeling abnormal, amnesia, depression, metrorrhagia, endosalpingiosis, menometrorrhagia, cervicitis, uterine polyp, adenomyosis, adnexa uteri cyst and thermal burn outcome was unknown and the back pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, alopecia, amnesia, anxiety, back pain, cervicitis, depression, dyspareunia, endosalpingiosis, fatigue, feeling abnormal, food allergy, genital haemorrhage, headache, libido decreased, menometrorrhagia, menorrhagia, metrorrhagia, migraine, pelvic inflammatory disease, pelvic pain, peripheral swelling, procedural pain, thermal burn, uterine polyp, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: since having the surgery, the events were mostly resolved (unspecified). She did retained the essure device or any portion of it. I never thought any of my symptoms could be related to essure. Weight: 99.5 kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes (B)(6) 2016, surgical pathology report: diagnosis: uterus, bilateral fallopian tubes, hysterectomy: chronic cervicitis with mature and immature squamous metaplasia, secretory endometrium with a benign polyp, myometrial leiomyoma and adenomyosis, right fallopian tube with endosalpingiosis and simple paratubal cysts, left fallopian tube with no histopathology. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ¿ food, dyspareunia (painful sexual intercourse), fatigue, migraines/headaches, neurological conditions or problems ¿ brain fog, memory loss; pain, psychological or psychiatric problems ¿ depression, anxiety, emotional anguish, weight gain, other ¿ low libido, swelling in arms, spotting between periods, metallic taste in mouth, metromenorrhagia with inflammatory disease in pelvic region, chronic cervicitis, endometrium with a benign polyp, myometrial leiomyoma, adenomyosis, right fallopian tube with endosalpingiosis and simple paratubal cysts. Relevant lab data added. Concomitant and treatment drugs were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), headache ("headaches"), weight fluctuation ("abnormal weight fluctuations") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, genital haemorrhage, dyspareunia, headache, weight fluctuation, dysgeusia and procedural pain outcome was unknown. The reporter considered back pain, dysgeusia, dyspareunia, genital haemorrhage, headache, procedural pain and weight fluctuation to be related to essure. The reporter commented: since having the surgery, the events were mostly resolved (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), weight fluctuation ("abnormal weight fluctuations"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety "), alopecia ("hair loss "), hypersensitivity ("allergic reactions") and weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dyspareunia, headache, weight fluctuation, dysgeusia, procedural pain, anxiety, alopecia, hypersensitivity and weight increased outcome was unknown. The reporter considered alopecia, anxiety, back pain, dysgeusia, dyspareunia, genital haemorrhage, headache, hypersensitivity, pelvic pain, procedural pain, weight fluctuation and weight increased to be related to essure. The reporter commented: since having the surgery, the events were mostly resolved (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 10-nov-2017: lawyers were added as reporters. Events pain, anxiety, hair loss, allergic reactions and weight gain were added. Device category incident was removed from the event back pain and kept for the event pelvic pain female. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.